Manufacturer narrative:
The concerto coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. (B)(4).

Event description:
Medtronic received information that during an embolization treatment, it was reported the concerto coil could not be detached. No further information was provided. No patient injury reported as a result of the procedure.